Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Allegalleged failure: light is too bright confirmed failure: ccu-n-cnp no problem found probable root cause: incorrect / inadequate coupler lens coating. Use error. Inactive aim compatible light source laser (see rsk10975 "icg laser output aim only" and "infravision output aim only" ouputs). Software. Main board. Manufacturing/ service nonconformity. Scope (see rsk10356 output "visualization/image"). Use of third party usb cable to connect 1588 ccu to l10. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge . The product was received at stryker endoscopy and forwarded to stryker freiburg for investigation. The reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.